Event description:
It was reported a stroke, and thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Complete seal was noted around the closure device. The 45 day routine follow up appointment was within normal limits. Three (3) years post index procedure, the patient had a stroke. Imaging then revealed a large device related thrombus was present. No further details are available.

Manufacturer narrative:
Medical media was provided and reviewed by bsc quality engineers for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation.

Event description:
It was reported a stroke, and thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Complete seal was noted around the closure device. The 45 day routine follow up appointment was within normal limits. Three (3) years post index procedure, the patient had a stroke. Imaging then revealed a large device related thrombus was present. No further details are available.